Manufacturer narrative:
This device was received at OEM-wom for evaluation. Based on the OEM-wom investigation report the reported failure ¿patient developed subcu crepitus¿ was not confirmed. According to wom: visual inspection: the device was received on may 7, 2025, for evaluation. Unit was shipped with the correct packaging (packaging was damaged), device in fair cosmetic condition, the filter holder is missing, and the front panel is chipped. Functional inspection: functional inspection indicated the returned device passed all criteria. This included a occlusion test, overpressure test, venting valve test and pressure test with a result of pass. Dimensional inspection: due to the nature of the reported event, the dimensional inspection was deemed unnecessary and therefore not performed. Investigation conclusion: the results of the investigation performed indicated that the returned pneumoclear plus co2 conditioning insufflator, catalog #0620050000 rev ya, sn (B)(6) is working according to specification. Probable root cause: most of the reasons for occurrence of a subcutaneous emphysema/ crepitus are related to surgical technique and trocar placement. Incorrect placement of a cannula, veress needle or a trocar into subcutaneous tissue may lead to emphysema, which can lead to crepitus. A big leakage of co2 around trocar incisions may also lead to subcutaneous emphysema. Other risk factors are prolonged surgeries, the use of many access points to the abdominal cavity and elevated abdominal pressure. The device was returned for evaluation, and as per evaluation results the unit was found to be functioning per specifications. In addition, the event description does not include any indication for a device malfunction, nor is subcutaneous emphysema/crepitus considered a serious injury. Hence this case is considered as not reportable. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the patient developed subcu crepitus and had to remain intubated and sent to the ICU. In ICU for less than 24 hours and was discharged.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. Filling on behalf of world of medicine (wom).

Event description:
It was reported that the patient developed subcu crepitus and had to remain intubated and sent to the ICU. In ICU for less than 24hours and was discharged.